Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there were several lead warnings and polarity switch to unipolar on the rv lead. The polarity of the lead is now programmed to unipolar. It was further noted there was a sudden high threshold spike on the ra lead which has now resolved. It was thought this was caused by a measurement issue and not a lead issue

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low and decreasing impedance on the right ventricular (rv) lead. It was also reported there was low and slowly decreasing impedance on the right atrial (ra) lead as well as two dips in impedance. It was noted there was some far field r-wave (ffrw) oversensing on the ra lead. The leads remain in use. No patient complications have been reported as a result of this event.